Manufacturer narrative:
(B)(4). According to the complainant, the suspect device will not be returned as it has been contaminated. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, when the user fired the clip one of the clip arms bent back and the whole clip fell off into the patient in an open state. The detached clip was retrieved using a forcep. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.